Event description:
A caller reported that the cartridge was damaged at the t: lock connector. The customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. The caller successfully changed the cartridge and resumed insulin therapy, and a replacement cartridge was arranged through customer technical support.